Manufacturer narrative:
Product complaint # (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported during thr surgery, the surgeon used an osteotome to remove an acetabular osteophyte while the definitive cup and trial liner were in situ. In this process, a piece of the trial liner was chipped off. The piece was easily removed from the wound and the operation site with no medical intervention. The rest of the wound was checked for any debris, surgeon and assistant confirmed that no further debris was present and resumed surgery with no delay or consequences to the patient. The procedure was completed successfully.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate."

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary during thr surgery, surgeon used an osteotome to remove an acetabular osteophyte while the definitive cup and trial liner were in situ. In this process, a piece of the trial liner was chipped off. The piece was removed from the wound and the operation site. The rest of the wound was checked for any debris, surgeon and assistant confirmed that no further debris was present and resumed surgery. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the pin trl lnr neut 580dx36id was chipped at the edge. Additionally the sample presents some scratches and signs of multiple use for a long period of time. The observed conditions are consistent with other tools and hard edges coming in contact with the device. However, taking in consideration the aspect of the device, potential cause can be traced to and end of life problem, damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (cy0306) provided is not a valid finished goods lot number. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pin trl lnr neut 580dx36id would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (cy0306) provided is not a valid finished goods lot number.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d4 (lot), h4. Corrected: d4 (primary UDI #). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.